Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found within specification and the customer reported issue 'display intermittently goes blank' could not be reproduced during evaluation. The reported condition was verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The processor printed circuit board (pcb), input/ output (I/o) pcb and the liquid crystal display (lcd) requires replacement for precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed blank screen intermittently during testing at the biomed service department. There was no patient involvement. No additional information is available.